Event description:
It was reported that the patient passed away. The official cause of death was not confirmed, although the death was not considered to be device related by the hospital clinicians. The device operated as expected and designed without any alarms, no technical issues were heard from the clinicians. The patient had good drug compliance and was good at handling devices. The clinicians did not specify the root cause of death, but the patient passed away at home and the device did not show any issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6)2025 that the patient had passed away and later noted that the death had occurred on (B)(6)2025.

Manufacturer narrative:
Correction b5: event summary details were corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.